Manufacturer narrative:
B2 outcomes: hospitalization: yes; required intervention: yes; b5: remove health effect impact code: 4613.

Event description:
It was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. It was also reported the customer went to the hospital with a blood glucose (bg) level was 300-560 mg/dl. Bg level was addressed with intravenous fluids of saline and insulin. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. Customer was released from the hospital with issue resolved and no permanent damage.

Event description:
It was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. The customer's blood glucose (bg) level was g mg/dl. Bg level was addressed with a correction bolus via the pump. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling.

Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.